Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an occlusion was reported in the left main trunk. Subsequently a percutaneous coronary intervention (pci) was performed. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that the physician suspected that the stenosis was attributed to the decreased flow caused by thrombus but the valve was unlikely to have a direct causal relationship with the stenosis. The valve serial number, expiration date, device manufacturing date, and initial reporter were also provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.